Event description:
Consumer complaint of about high blood results. Customer normal results are around 120-130mg/dl fasting. Last results in memory are 311mg/dl, 381mg/dl, 276mg/dl, and 217mg/dl. Paramedics performed a blood test with a result of 47mg/dl obtained and at the same time a blood test was performed on the meter with a result of 381mg/dl. Based on parkes error grid analysis, the bias between the result from meter (381) and the result from the paramedics (47) is located in zone d. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (10/08/2014).

Manufacturer narrative:
Internal report # (B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer complaint of about high blood results. Customer normal results are around 120-130mg/dl fasting. Last results in memory are 311mg/dl, 381mg/dl, 276mg/dl, and 217mg/dl. Paramedics performed a blood test with a result of 47mg/dl obtained and at the same time a blood test was performed on the meter with a result of 381mg/dl. Based on parkes error grid analysis, the bias between the result from the meter (381) and the result from the paramedics (47) is located in zone d. No adverse event reported.